Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. According to the hospital staff, the fault has been eliminated and the ventilator could be used normally after the water in the water cup has been emptied.

Event description:
It was reported that the ventilator generated alarms. No information available about which type of technical error code were generated.there was no patient harm. Manufacturer's ref. #: (B)(4).